Event description:
The customer reported obtaining an erroneously low tsh (thyroid-stimulating hormone) result below the normal reference range of the assay involving the access 2 immunoassay analyzer portion of the unicel dxc 600i synchron access clinical system. The low tsh result was reported out of the laboratory. The reported result was questioned and the customer repeated testing of the patient sample on an alternate analyzer which produced higher results within the normal range of the assay. Repeat testing of the sample on the original instrument reproduced the initial low result. There was no change or affect to patient treatment in connection with this event. The sample was collected in plasma tube. Sample's centrifugation speed and time were not provided by the customer. The customer did not report of sample or system related issues in connection with this event. Beckman coulter field service engineer (fse) was not dispatched as the customer declined an onsite service visit when offered. There is insufficient evidence to determine the cause of this event. Access hypersensitive htsh assay reagent lot number 226090 was used in conjunction with the analyzer.

Manufacturer narrative:
The customer declined service.